Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, the returned transmitter (part number (B)(4)/lot number 5204618) was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. The device was determined to be operating within the required specifications without malfunction the reported event of a loss of connection was not confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015 to report that on (B)(6) 2015, the patient experienced a loss of connection between receiver and transmitter. Dexcom representative advised the patient to reset the receiver and educated patient on wearing the device in a hot tub. No additional patient or event information is available. The complaint device wasn't returned, but the transmitter (B)(4) that was used with the device has been received for evaluation on (B)(6) 2015. A follow-up report will be submitted once the evaluation is complete.